Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. Fse found pink hue in the left eye of the surgeon side console (ssc). Fse replaced the personal module surgeon console (pmsc), programmed, and checked the left eye. Left eye of ssc was back to normal display. Fse test drove the system, tested ergo controls, tested tilepro for ultrasounds. The system was verified as ready for use. The pmsc has been returned for evaluation, however failure analysis has not been completed yet. Therefore, the root cause of the customer reported failure has not been determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No image or video was provided for review. Technical support engineer (tse) reviewed the system logs and noted a 48259 error pointing to the video processor (vp). This complaint is considered a reportable malfunction due to the following conclusion: system unavailability after start of a surgical procedure could lead to the procedure to be converted and may lead to an injury due to the patient¿s inability to tolerate a conversion. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted distal pancreatectomy surgical procedure, the surgeon was seeing a pink hue in the left eye on the console. The customer contacted technical support engineer (tse) for troubleshooting. Tse viewed system event logs and noted a 48259 error pointing to the video processor (vp). Tse asked caller if they were seeing the pink hue on the vision side cart (vsc) monitor as well and the caller stated no. The customer then reseated the scope, power cycled the system and then hard cycle the console and vsc with no success. The customer elected to convert to open surgery. There was no patient harm. Intuitive surgical, inc. (Isi) followed up with the customer and no patient demographic information or any other information was provided.

Manufacturer narrative:
D02 - intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed the pmsc failed to boot. It failed to communicate with system through laptop, troubleshooting found this unit had firmware brick. The root cause of the reported failure was attributed to a component failure.

Event description:
Refer to h10/h11 for follow-up information.